Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the jawline with juvéderm volux¿ xc. Two weeks post treatment, patient was sore on right side with a small painful nodule that was red. Patient was treated with 7 days of clindamycin & symptoms subsided. Approximately seven weeks post treatment, the pain and nodule retuned. Patient was treated with a longer course of doxycycline and now they are sore and swollen on both sides of jaw. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the return of symptoms approximately seven weeks post treatment.